Manufacturer narrative:
(B)(4). Batch # t92t2z. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, a clip was noted to be loaded on the jaws. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 2 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot t92t2z number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch t92t2z number, and no non-conformances were identified.

Event description:
It was reported that during an appendectomy the clips were not formed around tissue. They had to use additional clips to secure. A similar device was used to complete the procedure. There were no adverse patient consequences.